Manufacturer narrative:
The reporter failed to clarify the specific tooth location of the reported implants. Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Multiple follow-ups were conducted to clarify reported information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant lost osseointegration and failed to achieve the primary stability. The implant already came out when the patient visit the clinic 6 months after it was placed. The implant site has type 2 bone quality. The implant site was infected. Per questionnaire, oral hygiene issue was noted. The patient also had a history of periodontal disease and history of smoking. The patient's symptoms had been relieved after the removal of the implant. There was no abnormality with the implant. This is the 2nd of the 4 implants, which were reported for the same patient. Please reference 3011649314-2018-00038 ((B)(4)), 3011649314-2018-00040 ((B)(4)) and 3011649314-2018-00041 ((B)(4)) for the other 3 implants.

Manufacturer narrative:
An accurate lot number could not be provided by the reporter, therefore the lot number is unknown. The device was returned and a visual and radiographic evaluation was performed. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and the following warning is provided, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per the reported information, the implant site was infected. It was noted that the patient had an issue with oral hygiene and had a history of periodontal disease, in addition the patient was reported to be a smoker. The investigation found no abnormality, defect, nor non-conformity with the returned implant. At this time the reported issue will be tracked and trended.